Event description:
Implanting surgeon noticed hole. A portion of the valve leaflet had fractured off & was lying adjacent to valve. Defective valve was removed. Another valve was implanted. Defective valve was documented. MFR was notified immediately.